Event description:
It was reported to the manufacturer that the vns patient's device was found to be set at 0 ma at the end of the follow-up visit. The patient's device was interrogated at the beginning of the visit and was found to be programmed at the intended settings. Diagnostics tests were run and the device was found to be functioning within normal limits. After finding the patient's device programmed at 0ma, the physician tried to set the patient back to his therapeutic settings (1.75 ma), but received the warning message "you have selected an output current change greater than 0.25 ma". The physician was hesitant to program the patient back to his original settings due to the warning message. Follow-up with the physician revealed that settings on the patient's device are being progressively increased at 1.75 ma. No other device problems were encountered. The programming history of the patient's device has been downloaded, and is being sent to cyberonics, inc. For review to recognize the cause of the programming anomaly.